Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg) high and rising thresholds were observed. The leadless ipg remains in use. No patient complications have been reported as a result of this event.